Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an interventional nurse was needle-stuck, after removing a needle and activating the safety device for a hepatitis b patient, resulting in occupational exposure. Adverse effects and any medical intervention were unknown.